Event description:
It was reported that a patient underwent an obturator sling procedure on (B)(4) 2007. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
The patient underwent a hysterectomy and bsoo and surgery to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2007. The patient underwent mesh removal surgery on (B)(6) 2007 due to mesh erosion complications.

Manufacturer narrative:
It was reported that a patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2007 and an obturator sling was implanted. Concomitantly, the patient underwent a hysterectomy and bso. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. The patient underwent mesh removal surgery on (B)(6) 2011 due to mesh erosion complications. No additional information has been provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-02250. The same patient is represented in each medwatch.